Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 474 mg/dL on (b)(6) 2026. The elevated BG was addressed by a correction bolus via the pump and correction injection via manual insulin therapy. No third party assistance was required. Customer changed infusion set and cartridge to resolve the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.